Manufacturer narrative:
The device was returned to olympus for evaluation. An output test was performed using an olympus test electro surgical unit) and when the cut/seal button was activated energy was observed at the distal tip; however, there was no energy observed on the device shaft. The device shaft was inspected and there is no evidence of oxidation or electrical damage that would likely cause or contribute to the reported event. There was some tissue build up noted on the shaft near the distal end. The ptfe pad (teflon pad) was inspected and found it has normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. The most likely cause for the reported event can be attributed to the operator's technique. The instruction manual warns users ¿to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result. Should any damage and/or irregularity be observed, do not use the thunderbeat instrument and replace it with a new thunderbeat instrument.¿

Event description:
Olympus was informed that during a bilateral saltingo-oophorectomy procedure, while grasping the patient's fallopian tube the surgeon noticed that the shaft of the device was burning unintended tissue and the patient sustained burns that measured approximately 2-3 cm from the jaw. The patient required no treatment for the burns. It was reported that with the second burn the surgeon admitted to intentionally laying the shaft on patient's tissue and activated the device to prove that the shaft was causing the burns. The intended procedure was completed with same device. Additionally, the user facility reported the device was inspected prior to procedure with no anomalies found.